Manufacturer narrative:
The hill-rom technician found 3 brake casters, 1 brake steer caster and all 4 caster supports are cracked in half about the middle of each support. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced 3 brake casters, 1 brake steer caster, and 4 caster supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes do not lock properly when pedal is depressed down (brake not holding). The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).